Event description:
Since use of renu fresh product by bausch & lomb, I have noticed uncontrollable eyelid twitching more prominent in my right eye. It seemed that the twitching started within 2 days of soaking my contact lens in the solution after I bought the product in early (B)(6) 2010. Once this started, I immediately stopped using the product and as of this date, I still have the uncontrollable eyelid twitching in my right eye. Sometimes it twitches for about 3 seconds and then other times it is about 1 second. Dose or amount: 2 ml's for soaking lenses. Frequency: daily. Route: other. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: multipurpose contact lens solution. Event abated after use: no. Event reappeared after reintroduction: yes.